Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the distal end and in the z-block (server plug-in) is cause not established and the most probable cause of the corrosion in the forceps access port is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the dudenovideoscope exhibited foreign material in the distal end and in the z-block (server plugin) also forceps channel port is corroded. There was no patient involvement.